Manufacturer narrative:
B3: date is approximate. Year is confirmed valid.  Continuation of d10: product ID a820 lot#  serial#  implanted:  explanted:  product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving fentanyl via an implantable infusion pump for non-malignant pain, regarding an external device. The patient receives 6 bolus per day. It was reported that the patient had nothing but a major headache with the ptm (personal therapy manager) since they got the implant and they were about to have the whole thing taken out of them. The patient stated the screen gets stuck at 90% and it takes 25-35 minutes to get the screen to connect to the pump to deliver a bolus. The patient stated they get red error box and they have lost bolus. The patient stated they were told to call for device replacement. The agent on the call assisted the patient with closing out of all running applications and powering off the handset. The agent assisted the patient with clearing the data on the handset and the device connected very fast. The agent observed that the patient had difficulty navigating the handset to see the communicator battery level. The troubleshooting steps that were taken on the call resolved the I ssue.